Event description:
A caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer reset their pump with guidance from technical support, successfully resolving the issue without recurring errors, and started their sensor session.